Manufacturer narrative:
This device was for treatment not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records have been requested. Synthes device history records indicated that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Reporter contacted product support in regards to a battery handpiece/modular for trs, stating that during orthopedic trauma surgery, when the surgeon pulls the trigger the motor does not move, not making a sound. Customer stated there was no delay in surgery as they were able to use another set. No injuries or medical intervention was reported.

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. Device was received for evaluation. Investigation coordinated by (B)(4). The customers complaint of will not run when surgeon pulls trigger was confirmed. The battery handpiece for trs was evaluated and the unit does not run when power is applied and trigger is pulled. The evidence suggests this is due to usage and wear over time. Correction of the date of event and date of this report

Event description:
This is report 1 of 1 for complaint (B)(4).